Event description:
The customer reported the generation of erroneous ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), patient results and failing calibration on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided the initial sodium results for sixteen (16) patients.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as multiple hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse decontaminated ise tubing and replaced the buffer valves and solenoid valve to resolve the issue. The beckman coulter internal identifier is case: (B)(4).